Event description:
It was reported that the device was smoking during an acl surgery. A backup was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated and there were no signs of smoke coming from the handpiece. The device was repaired and returned to the customer.